Manufacturer narrative:
Based on the current information provided, the cause of the conversion was bleeding. The surgeon made a decision to convert to open in order to achieve hemostasis. No intuitive surgical, inc. (Isi) product has been implicated or returned for failure analysis (fa). A system log review did not reveal any system errors that would have caused or contributed to the reported event.

Event description:
It was reported by the intuitive surgical, inc. (Isi) clinical territory associate (cta) that during a da vinci assisted rectopexy revision, there was venous bleeding in which the surgeon felt more comfortable addressing by converting the procedure to open. There was no particular surgical task that initiated the bleeding, and it was reported that there was no malfunction of a da vinci product that prompted the conversion.